Event description:
The pt was bilaterally implanted with a saline prostheses on 4/25/96. Subsequently the physician noted that both the prosthesis had "rotated". No add'l info regaring this occurrence the physician noted is available at this time. The MFR will request the return of the device for evaluation purposes and will continue its investigation of this coccurrence. This report was submitted to the FDA pursuant to new "MDR reporting guidance for breast implants" (effective date, 2/10/92). Any perceived increase in frequency of events is related to the filing of reports for events, which were previously not MDR reportable events per 21cfr803.